Manufacturer narrative:
This report is submitted on july 31, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced skin breakdown and infection at implant site and subsequently was treated with antibiotics (type and date not reported). However the issue could not be resolved and it was found that the device had extruded. Clinical management is ongoing.